Event description:
It was reported that the images on the 9800 system were intermittently black and white. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive, system interface board, fluorole functions board, generator interface board, backplane panel, interconnect cable, and the power supply were replaced during the service call. The system was tested and found to be working as intended and put back into service.